Event description:
The customer reported the ventilator was alarming due to an occlusion and the blower was not functioning. The customer reported the ventilator was not in use on a patient therefore there was no patient harm or involvement. As the device was out of warranty, the manufacturers product support engineer advised the customer to replace the motor controller pcb board to address the reported problem. Failure of the blower in ventilation mode could result in no ventilation during operation. Applicable final testing was completed and passed to operating specifications.

Manufacturer narrative:
Device out of warranty; no service requested by customer.